Manufacturer narrative:
(B)(4). P-cap locked in place properly during testing. Unit passed displacement test properly. Unit received with cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call that the corner of the insulin pump had a chipping and crack. The insulin pump was neither bumped nor dropped. The insulin pump was returned for analysis.